Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10-apr-2018 with the following findings: there was one pump reboot event observed in the pump's black box history. The battery cap was able to attach to the pump and maintain power. The pump was exercised for 24 hours with no power issues observed. The alleged issue could not be duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging a power (intermittent power) issue. It was reported that there was intermittent power in the pump. There was no allegation of an adverse event with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.